Event description:
It was reported that during a colonoscopy under sedation, there was a leak inside the colonovideoscope making the polyps hard to see which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01050. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image issue was found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a colonoscopy under sedation, there was a leak inside the colonovideoscope making the polyps hard to see which resulted in a procedural delay of greater than 30 minutes. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b5, h2 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all.

Event description:
The reported procedural delay of greater than 30 minutes does not classify as a serious injury as confirmation was received from the customer that the patient did not experience harm.